Manufacturer narrative:
On october 27, 2016, olympus received the subject device in the following conditions. Conditions in which the basket wire was broken at 2 places of 910mm and 1870mm from the distal end. For the cut coil sheath, only the part of around 200mm at the bml handle side was sent. For the cut tube sheath, also only the part of around 200mm at the bml handle side was sent. The basket was deformed, and deposits were adhered. In addition, on the broken section at around 910mm from the basket wire's distal end, there was a mark as being cut with a tool. Meanwhile, on the broken section at around 1870mm from the basket wire's distal end, there was a mark of ductile fracture and deformation as well. The coil sheath of around 200mm in length was buckled. As checking DHR of the same lot for the subject device, nothing abnormal related to the reported event was detected on the following items: outer diameter of the basket wire. Deformation of the basket wire. Outer diameter of the operating wire. Overflown length of the brazing filler at the brazed part. Outer diameter of the brazing part. Outer appearance of the brazing part. Opening length of the basket. Putting the basket back. As a result of confirming the subject device and occurrence conditions, it is surmised that the operating wire and the holder did not work by the following mechanism. During crushing a calculus, a large load more than durability strength of the product was applied due to the factors, such as size, hardness, and shape of the calculus. Because of the large load more than durability strength, deformation of the basket and buckling of the coil sheath occurred. The deformation of the basket and the buckling of the coil sheath caused the increase in sliding resistance of the operating wire, and then the wire and the holder did not work. Further, it is surmised that the reason why the doctor could not crush the calculus even when using (B)(4) and the wire was broken is that a large load more than durability strength of the product was applied due to the factors, such as size, hardness, and shape of the calculus. Others, the cause of the reported event could not be conclusively determined since detailed conditions at occurrence were unknown.

Event description:
During an endoscopic bile duct calculus exclusion method on (B)(6) 2016, the operating wire did not work. The doctor tried to release the ratchet at the handle, but could not release it. Therefore, the doctor cut the sheath with a tool and continued the procedure using (B)(4), but 4 wires of the operating wires were cut during crushing a calculus. Since it became difficult to wind up the calculus with (B)(4), the doctor retrived the calculus by winding the basket wire around the tweezers and pulling. The procedure for this case was completed. Further, there is no detailed information about the crushing method with the tweezers. After the procedure, when the sheath was cut into small pieces and was investigated, the wire was entangled in bml handle. In addition, there is no malfunction reported on (B)(4).